Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient subsequently reported becoming aware of the filter tilt, the filter strut(s) perforated outside the inferior vena cava (ivc) and into organs approximately seven years and seven months post implant. The patient also reported anxiety related to the issues with the filter. According to the medical record the indication for the filter implant was recurrent pulmonary embolism (pe) while on anticoagulation. The filter was placed via the right internal jugular vein and deployed. Final film demonstrates good position with the tip of the catheter just below the level of the renal veins. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however, with the limited information provided the event could not be further clarified. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including occlusion that causes injury and damage to the patient. Medical record review indicated recurrent pulmonary embolus on anticoagulation leading to the ivc filter placement and inferior vena. Procedure, alternatives, benefits, and risks are discussed with the patient, and with patient's physician. It was decided to place permanent filter rather than potentially removable filter. They understood and accepted. After sterile preparation and draping using maximum sterile barrier technique, ultrasound and fluoroscopic guidance (spot film for documentation) is performed during entry inferior right internal jugular. The vein with micro puncture needle followed by dilatation of tract and placement of a 4 french pigtail catheter right common iliac artery. Contrast injection IV cavogram performed. This demonstrates satisfactory diameter of the patent ivc and localization of the renal veins. Ivc filter (trapease) is then placed. Final film demonstrates good position with tip of catheter just inferior to the level of the renal veins. Additional information report from the patient profile form indicated that the filter tilt, the filter strut(s) perforated outside the ivc and into organs. The patient lives with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because my filter has tilted within my vena cava and perforated outside of it into an organ.